Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2017 procedure notes no complications, minimal blood loss, no (from procedure, placed in rocker shoe. (B)(6) 2017 little pain, no complications noted, stitches removed. Good position. (B)(6) -2017 good position, sensitive mobilization, pain, start pt, adjust patient expectations. (B)(6) -2017 pain, limited flexion, swelling over forefoot. Considering surgery, does not want to wait for "hammer toe formation" 30- (B)(6) 2017] same as previous visit. On right plantar pain at medial sesamoid. Swelling across forefoot. Limited flexion. Second toe does not come to ground. Plans for left hv correction. (B)(6) -2017 right foot unchanged. Small ball noticed (dupuytren foot fascia?) Depo shot given. (B)(6) -2018 left hv correction. Ongoing visits to evaluate left bunion correction and reassess right foot. On (B)(6) 2018 notes right feels like bunion reoccurrence, moderate relapse noted, some pronation no pain issues and improvement. Continue to monitor. Case ID 057 notification date of (B)(6) 2020. Right foot stiffness and remains implanted at this time, to have procedure for right foot in (B)(6) 2020. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient reported the toe has difficulty bending. There has been no further medical intervention at this time.